Event description:
It was reported that the pump "keypad is not working correctly." The customer stated that when some keys are selected two characters are entered. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and found all keys performed as expected and no keys resulted in an incorrect response or double entry. The unit was tested for 48 hours and no keypad output response anomalies were observed, or identified in the device history log. The keypad was delaminated and examined under a microscope and no failures were evident.